Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg nurse found that the shield was not closely connected with the tube body and fell off. The following information was provided by the initial reporter. The customer stated: ¿the patient was hospitalized due to gastrointestinal bleeding and needed to collect blood for routine blood examination. When the nurse was preparing the vacuum blood collection vessel, she found that the shield was not closely connected with the tube body and fell off, so it was replaced, and the patient was not used, so there was no harm to the patient.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to shield fall off (closure separation) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode shield fall off (closure separation). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg nurse found that the shield was not closely connected with the tube body and fell off. The following information was provided by the initial reporter. The customer stated: ¿the patient was hospitalized due to gastrointestinal bleeding and needed to collect blood for routine blood examination. When the nurse was preparing the vacuum blood collection vessel, she found that the shield was not closely connected with the tube body and fell off, so it was replaced, and the patient was not used, so there was no harm to the patient.¿